Event description:
The report states "cut in tubing." Further follow up with clinician revealed that the unit was found to have a "slit" in the tubing immediately after it was opened so that it could be used on a pt. Clinician stated that the reported condition was noted during priming with a standard IV solution. Clinician further stated that the set "didn't even leave the chart area." There was never any pt involvement, injury, or medical intervention as a result of the reported condition.